Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis could not confirm the reported event; device passed all incoming functional tests. Device was powered up numerous times and the device functions as expected with no anomalies observed. It is noted two case screws were contaminated. (B)(4).

Event description:
It was reported when the device is turned on it does not show anything on screen and both screens top and bottom are blank. The device was returned for repair. No patient complications have been reported as a result of this event.